Manufacturer narrative:
The patient provided input that loss of therapy is correlated with an external trauma (fall). The system was in use and providing therapy up until the patient experienced a fall, thus it is believed that the unexpected event is a direct cause of the lead migration.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. After using the system for several months, the patient reported experiencing a "very bad fall" and susbequent loss of therapy. Imaging was performed and found that the lead had migrated significantly after the fall. On (B)(6) 2025 a surgical procedure was performed to replace the migrated lead.